Event description:
Unomedical reference number (B)(4). Event occurred in germany; it was reported that the patient's pump gave an alarm indicating that blockage in the tube. This issue occurred multiple times after the infusion site and tube were changed on (B)(6) 2024. The patient has changed the infusion set and site again and did not experience any further difficulties. No further information available.